Manufacturer narrative:
The insulin pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose was 216 mg/dl. The device will be returned for the analysis.